Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyse a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that the patient infusion set fell off during use.the event occured on 28-feb-2026.the patient used infusion for eight hours.the patient replaced infusion set and resumed insulin deliveries successfully. No further information is available.